Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, a customer could not get this instrument to 'engage' when seated into the robotic arm. Technical support was contacted and the technical service engineer (tse) was informed that after multiple attempts of getting yellow flashing lights on the robotic arm when attempting to install this instrument, the scrub tech requested a second large suturecut needle driver. This second instrument engaged quickly with the robot arm. However, the procedure was converted to open with no reported injury. Follow-up was performed with the customer and additional information was obtained. The customer reported that the procedure was converted to open due to the patient's body habitus and the larger than expected bilateral hernias, not an intuitive surgical, inc. (Isi) product issue. The system was inspected prior to use and there were no issues identified. It was noted that the patient tolerated the procedure change with no issues reported. It remains unknown if the procedure was expected to be converted to open prior to starting.

Manufacturer narrative:
Isi received the large suturecut needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported event. Failure analysis found the primary failure of failed engagement test to be related to the customer reported complaint. The instrument was found to have failed the engagement test based on l review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by the site that are related to the primary failure were identified. The instrument was found to have a loose pitch cable at the distal end root cause of this failure is attributed to mishandling/misuse. After opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the pitch cab and engagement failures of the instrument. The root cause of this failure attributed to user. An instrument log review was performed. Per the review, the following was confirmed: system sk1455, the instrument was last used 18-apr-2022 with 10 uses remaining. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to an open procedure after the start of the procedure due to an instrument engagement issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.